Manufacturer narrative:
There was no specific complaint concerning device or system performance therefore the observation was not confirmed. Both leads were received incomplete with only the terminal end lead segments being returned. Based on the high-resolution inspection of the returned terminal ends it was concluded the leads had been cut during the explant procedure. The leads were damaged prior to analysis, no further analysis could be performed.

Manufacturer narrative:
Date of the event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-49305, 1627487-2020-49307. It was reported the patient had their system explanted on (B)(6) 2020 for an unknown reason.